Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) reviewed and recommended the timeframe for replacing this device. The device currently remains in service. No adverse patient effects were reported.